Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the (B)(6) 2020 arthroscopy. Patient reported she had left (B)(6) on (B)(6) 2015. Following surgery patient had physical therapy for about 6 weeks. The patient started to experience inflammation and excruciating pain around (B)(6) 2019. The patient went to an urgent care center and was told it was a sprain and to follow-up with her surgeon. On (B)(6) 2019 the patient went to a follow-up and was told by the surgeon it was a lateral spring ligament. The patient has had cat scans, ultrasounds, bone scans and x-ray images between (B)(6) 2019 and end of (B)(6) 2019. Patient had 3 weeks of physical therapy in (B)(6) 2019 but due to manipulation the surgeon stopped therapy as he felt the patient could perform the therapy she was trained to do. The patient stated she has never improved. Her pain has gotten worse. On (B)(6) 2020 the patient had an arthroscopy. The patient has had I&ds done on (B)(6) 2015 (approx), (B)(6) 2020. Patient's knee started tunneling and on (B)(6) surgeon used local anesthetic and cleaned the wound. The patient has not been revised and would like to know if her implants are part of recall.

Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; 5551-g-320; ljp4. Triathlon cr fem comp#: 4 l-cem; 5510f401; elrhs. Triathlon prim tib baseplate - cemented; 5520-b-400; mnmka. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding pain involving a trident insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: xray: no radiographs were provided for review from any timepoint in the patient's care. Adverse event identified: painful left tka. Hazards: none clearly related to implant. Conclusion of assessment: this was a very high-risk patient based on preoperative comorbid conditions. There were complicating psycho-social factors. The patient underwent several operative procedures for wound and infection issues. The patient quite possibly had a prosthetic joint infection and or instability. No x-rays were provided for review to assess alignment or loosening. There were no apparent issues that could be related to the implants themselves. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusion: a review of the provided medical records by a clinical consultant stated, no x-rays were provided for review to assess alignment or loosening. The patient underwent several operative procedures for wound and infection issues. The patient quite possibly had a prosthetic joint infection and or instability. There were no apparent issues that could be related to the implants themselves. The reported triathlon insert is not part of any recall. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for on (B)(6) 2020 arthroscopy. Patient reported she had left tka on (B)(6) 2015. Following surgery patient had physical therapy for about 6 weeks. The patient started to experience inflammation and excruciating pain around on (B)(6) 2019. The patient went to an urgent care center and was told it was a sprain and to follow-up with her surgeon. On (B)(6) 2019, the patient went to a follow-up and was told by the surgeon it was a lateral spring ligament. The patient has had cat scans, ultrasounds, bone scans and x-ray images between on (B)(6)2019. Patient had 3 weeks of physical therapy on (B)(6) 2019 but due to manipulation the surgeon stopped therapy as he felt the patient could perform the therapy she was trained to do. The patient stated she has never improved. Her pain has gotten worse. On (B)(6) 2020 the patient had an arthroscopy. The patient has had I&ds done on (B)(6) 2015 (approx), on (B)(6) 2020 & on (B)(6). Patient's knee started tunneling and on (B)(6). Surgeon used local anesthetic and cleaned the wound. The patient has not been revised and would like to know if her implants are part of recall.